Event description:
It was reported that, after about two months from the implant procedure of this right ventricular (rv) lead, it exhibited an increase in the pacing threshold and a decrease in sensing. Subsequently, the rv lead was successfully repositioned with good measurements. This rv lead remains in service. No additional adverse patient effects were reported.